Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and customer¿s daughter in law reported via phone call that they experienced high blood glucose level of 410 mg/dl. The customer that they had to push buttons and cannot gave any insulin, enter blood glucose level of 104 mg/dl. Customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.